Event description:
It was reported that the filter was broken. The target lesion was located in the internal carotid artery. A 190cm filterwire was selected for use. During removal, retrieval seal was placed on the filter and attempted to remove with the filter back slightly out. The device may have been caught on the distal edge of a stent (cws) during removal as there was some resistance near the stent edge. Suddenly, device was released from the resistance and was able to remove smoothly. It was then noted that the filter was broken when checked after removed from the patient's body. There were no patient complications reported. It was further reported that there were no device fragments left inside the patient's body. There was no damage noted on the carotid wallstent.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. The wire returned without its delivery or retrieval sheath. The filter bag was torn and the spring tip was kinked. M dimensional inspection of the device that could be measured was performed and measurements were within specification.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the filter was broken. The target lesion was located in the internal carotid artery. A 190cm filterwire was selected for use. During removal, retrieval seal was placed on the filter and attempted to remove with the filter back slightly out. The device may have been caught on the distal edge of a stent (cws) during removal as there was some resistance near the stent edge. Suddenly, device was released from the resistance and was able to remove smoothly. It was then noted that the filter was broken when checked after removed from the patient's body. There were no patient complications reported.